Manufacturer narrative:
(B)(4).this complaint for a system error 2240 (air in set) and the root cause was not identified because the disposable set was not returned to baxter for evaluation, lot number was not provided for a batch review and user did not describe any types of use errors or other issues that might have caused the reported event.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center reporting a (hc) system error (se) 2240/2367 (air in set) during dwell 4 on the home choice (hc). The home patient (hp) stated she already cleared the alarm and disposed of the supplies. The technical service representative (tsr) explained what could have caused alarm. The hp would notify the registered nurse (rn) the following day and start with all new supplies that night. There was patient involvement. No patient injury or medical intervention was reported.